Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported right side "implant had flipped", "implant folded", "having pain in the same right breast", "there is now a bump/lump at the bottom of her right implant that is sharp to the touch on the edge of the implant", "implant is hard, misshaped" and "leaking". Device remains implanted.